Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty procedure stent damage was noted. The details of the lesion are unknown. The 5.00x12mm liberte bare monorail stent was found defective during unpacking. Procedure was completed with a different device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.